Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping open during device preparation. It was reported that during device preparation of the clip delivery system (cds) the clip passed the establishing final arm angle (efaa) test. After the efaa test, the arm positioner was set back to neutral and the grippers were raised, however when the clip was unlocked, the clip arms sprung open to approximately 60 degrees. The tech repeated the process two additional times and each time the clip was unlocked the clip arms sprung open. It was decided to exchange the clip. There was no clinically significant delay in the procedure and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. During returned device analysis, the reported clip jumpiness was not confirmed. Based on all available information, a cause for the reported clip jumpiness could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a